Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 520 mg/dl. The customer had symptoms of thirst and bad mood. The customer stated that they changed the set after dinner but their blood glucose level was still high. The customer's line was disconnected so the insulin pump was not sent back for analysis.